Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include:: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2014 : product type catheter product ID 8782 serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s mother) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 854.2 mcg/day. It was reported by the patient¿s mother that the patient had (B)(6) infection, and as a result, the physician had elected to place a new catheter. The patient¿s mother also reported there had been dosing increases the past few refills dating back to (B)(6) 2017. Last (B)(6) the patient underwent a spinal fusion from t2-sacrum, and the mother believed the catheter might have been damaged at that time. The pump was read including logs, and no alerts or abnormal logs were noted. In the procedure, the doctor elected to leave the existing spinal segment catheter intact and ligate the proximal end. A new spinal segment catheter was placed directly into the dura after the laminectomy above the level of the fusion. The catheter tip was at c1. The catheter was then tunneled to the pocket. The physician cut the collet in the pocket and refilled the pump on the back table. Of note, there was a defect of the remaining spinal segment of the catheter which the surgeon stated they believed was the outermost layer of the catheter. It was not affectingfunction, so the physician declined to replace the pump segment. The physician used the collet to connect the existing pump segment to the new spinal segment and then successfully aspirated the catheter. The dosing remained the same; the ¿priming of the catheter volume only as drug remained in the internal tubing of the pump, but dr ug was aspirated from the catheter¿. The issue was resolved at the time of the report after the catheter revision had been performed. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complicat ions were reported/anticipated. Patient medical history included anoxic brain injury, (B)(6), and cerebral palsy.